Manufacturer narrative:
The MFR was advised that the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information the pump was not returned. A correlation between the device and the reported event of intracerebral hemorrhaging could not be conclusively determined. The instructions for use lists bleeding and stroke as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received by the MFR which indicated that the pt expired with the cause of expiration being "intracerebral hemorrhage". No further info is available at this time.